Event description:
It was reported that egms revealed atrial noise. The noise was reproducible when the patient moved. The patient was in good medical condition and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information on (B)(6) 2015 indicates the lead continued to observe noise with ams episodes. Lead provocative testing and pocket manipulation did not cause the noise to appear. The patients condition was good and the device would be monitored.

Event description:
New information notes on (B)(6) 2013, the physician noticed that there might be a lead insulation issue, however the lead remained implanted. During a follow-up on (B)(6) 2014, ams episodes occurred again. Occasional noise occurred during lead provocative testing and pocket manipulation. The lead remained implanted.